Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer ran diagnostics, but the drawer did not respond and displayed the error message drawer error open. The controller board was replaced, resolving the issues. The customer tested it with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failed to open. The customer reported that the malfunction occurred during the dispensing of the medication, however no delay was reported there were no adverse events or injuries reported based on this incident.